Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the battery charging limit was found to be set to 65%. The device's battery charge limit was reset to 100% to correct the issue.

Event description:
The MFR received info from a third party service ctr alleging a ventilator had a battery charging issue. There was no harm or injury reported.